Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing and fracture was suspected. The physician capped and replaced the rv lead. There were no patient consequences noted.

Manufacturer narrative:
Further information was requested but not received.